Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have broken main tube, specifically the insulation component of the main tube. A piece approximately 0.488" x 0.251" in size was missing and not returned with the instrument. A review of the log shows no errors. No ceramic dots missing. The damage was located at the distal end, approximately 2.912 inches from the distal tip.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, a vessel sealer extend instrument had insulation breakdown on the shaft. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
On 07/01/2024, the incident reported under MFR report number 2955842-2024-16484 has been identified to be a duplicate of the incident reported under MFR report number 2955842-2024-12506.

Event description:
Refer to h10/h11 for follow-up information.